Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. UDI: not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for follow up. Device interrogation revealed high capture thresholds at the maximum output exhibiting by the right ventricular lead. Pacing impedance measurements also exceeded the upper limit. The lead was capped and replaced on (B)(6) 2020. There were no patient consequences.

Event description:
Additional information received notes that there was loss of ventricular capture.